Manufacturer narrative:
Lead model 309328, lot# v012403, implanted: 2007-(B)(6), explanted: unk. The manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient's device was explanted.

Event description:
It was reported that the pt had received electric shocks or spasm since (B)(6) 2011. This was intermittent and may be for two weeks and then the device is adverse free for a period of time. No adverse events were reported when the device was switched off. Battery had come to end of life. Plans were to replace battery since the lead placement was good. It was reported that the pt was on a waiting list for ins replacement. The hcp was unable to lead troubleshoot since the ins was dead.